Manufacturer narrative:
The haemonetics field service engineer went out to the customer site to evaluate the device. Complete diagnostic testing was run and no malfunction was found. A review of the procedure showed no errors or alarms. All device settings were correct. The device was returned to service.

Event description:
Haemonetics received notification on (B)(6) 2016 of a donor reaction that occurred at the end of a routine plasmapheresis on (B)(6) 2016. The procedure yielded 635ml of plasma collected and approximately 50ml of rbc not returned to the donor. The donor had a loss of consciousness, loss of urinary function and a brief parasthesia of both shoulders. Hypotension and accelerated heart rate were noted. An IV was started. Customer states nacl 600ml and 1/2 glucose calcium given to donor. The donor event continued for 45 minutes. Emergency services were called and the donor was transported to the hospital. The donor presented to the hospital with hypocalcemia, 2.1mg/dl. This was corrected and the donor recovered. Donor was released on (B)(6) 2016 after 24 hours hospitalization.

Manufacturer narrative:
The haemonetics field service engineer made a correction to the service report to document that the pump rollers were out of specification. The haemonetics hardness specifications for the pump rollers is 63-75 shore a durometer. The pump rollers for this device were at 55 and 56 shore a durometer when tested.